Manufacturer narrative:
Reference: morioka, hiroshi, et al. "Fungal endocarditis after transcatheter aortic valve replacement (tavr): case report and review of literature." Journal of infection and chemotherapy (2018). Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction.  The cause of the endocarditis is unknown as the source of the infection was not provided.  However, may be due to patient factors (comorbidities, poor post-op care) and/or procedural factors (cross contamination).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Edwards lifesciences received the information through the written article, "fungal endocarditis after transcatheter aortic valve replacement (tavr): case report and review of literature". A transfemoral tavr procedure was performed using a 23mm sapien3 (s3) valve. On postoperative day (pod) 15, the patient had a high fever and shaking chills. C. Parapsilosis was isolated from 2 sets of blood cultures and catheter tip cultures. The patient was treated with the antifungals for two weeks from the day on which a negative blood culture result was obtained, and discharged on pod 37. Two months after discharge, two sets of blood cultures were collected due to night sweats and low-grade fever. Two days later, c. Parapsilosis was isolated from both sets of blood cultures. Transesophageal echocardiography (tee) showed mobile vegetation attached to the s3 valves without apparent destruction. Because of uncontrollable candidemia, redo-savr was performed on the 11th day of the admission. Intraoperative inspection showed fragile vegetation attached to the prosthetic valves, and no perivalvular abscess. The transcatheter valve was removed, and the native aortic valve leaflets were subsequently excised. A carpentier-edwards magna ease aortic valve bioprosthesis, was then implanted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.